Event description:
It was reported that the lead dislodged. The physician noted all grooves in the suture sleeve were used and the sutures were intact; however, the lead could be moved freely. The lead was explanted and the suture sleeve measurements were found to be within specification. The physician was concerned that there was a fault with the suture sleeve and that tightening of the acceptable specifications may need to be looked into. No patient complications have been reported as a result of this event.

Event description:
Further information indicates that the physician admitted they had not been tying the suture sleeve correctly and believes this has been rectified.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).